Manufacturer narrative:
(B)(6).

Event description:
This report is based on information provided by philips bench service personnel and is being investigated by the philips complaint handling team. While evaluating the device the bench service engineer found the v60 power cable did not comply with the established values of electrical safety and should be replaced. This investigation is ongoing.

Manufacturer narrative:
Bench service engineer (bse) replaced the alternating current (ac) power cable. The bse performed the testing and verification procedure for the equipment, and confirm that the device's factory settings were restored. All necessary verifications have been carried out. The investigation concludes that no further action is required at this time.